Manufacturer narrative:
Expiration date: ni. The device was discarded and will not be returned.

Event description:
A report was received that after a radiofrequency procedure the patient noticed that he had six skin tags on his back. It was noted that each tag corresponded to each needle incision, three per side, so the physician associated the event with the cannula. The tags were red, round shaped, and less than 2 cm. During the procedure it was noted that the physician injected saline through the cannulas. They did not use any skin preparation or dressing that could have gotten into the puncture site. The physician does not know the cause of the reaction but believe it could be an allergic reaction. The patient was administered prescription corticoid medication. The patient is stable.

Manufacturer narrative:
Additional information was received that the results of the allergy test will not be provided.

Event description:
A report was received that after a radiofrequency procedure the patient noticed that he had six skin tags on his back. It was noted that each tag corresponded to each needle incision, three per side, so the physician associated the event with the cannula. The tags were red, round shaped, and less than 2 cm. During the procedure it was noted that the physician injected saline through the cannulas. They did not use any skin preparation or dressing that could have gotten into the puncture site. The physician does not know the cause of the reaction but believe it could be an allergic reaction. The patient was administered prescription corticoid medication. The patient is stable.